Event description:
Pt's mother states the pt lost sight in the left eye for two weeks as a result of complications from wearing biofinity toric (comfilcon a) contact lenses. It took a little over two months of the eye to completely heal. Once pt was given a clean bill of health by the eye doctor, the pt ended up having another problem with the biofinity toric contact lenses. Pts problems began in (B)(6) 2011. Pt returned to wearing contact lenses at the beginning of (B)(6), 2011.

Manufacturer narrative:
Event was reported via e-mail from the pt's mother directly to coopervision. Method code: no lot info, no lenses, no device info, no examination of device were provided which could indicate if the device caused or contributed to the incident. Results code: there is no direct causal relationship established between the medical device and the incident the pt complaints of. Conclusion: no conclusion can be drawn.